Event description:
Patient underwent a holter monitor test and the results indicated that the patient had sinus rhythm, with right bundle branch block. The patient had previously suffered a cardiac event in 2018 which was found to be nocturnal only mobitz type 2 heart block, reported in MFR. Report #1644487-2018-01686, and has been following up with a cardiologist ever since. It was also reported that the patient had experienced some near syncope events and is still undergoing testing. No other relevant information has been received to date.